Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Treatment rendered was not reported. The cause of peritonitis was not reported. The patient outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). It was reported that "the root cause" of this peritonitis event was a breach in aseptic technique further described as "his own negligence." The patient has a pet (cat) and sometimes he would set up his therapy, the pet would be around, he would pat the animal and forget to wash his hands. He was retrained on the proper aseptic techniques and reports ¿he does better now.¿ the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.